Manufacturer narrative:
Apoc incident # (B)(4)., apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 05/05/2016. Product was not returned, investigation not warranted. I-stat sn: mfg date: (B)(4), 10-06-2011. (B)(4), 12-10-2011. Investigation: the customer reported that analyzer s/n (B)(4) flagged a 6.0k+ result but analyzer s/n (B)(4) did not. Both analyzers had the same customization. The technical support specialist determined that the customer did not take into account the numerical rounding of results when setting the action limits, and this was the reason for the difference in behavior. The incident was reviewed by pqa and determined that an investigation into this event is not required. The customer, with the assistance of technical support, was able to successfully resolve the reported complaint. The troubleshooting method is not listed in the current I-stat troubleshooting guide art: (B)(4) and will be incorporated as per (B)(4). Since there is a known solution to the reported complaint, it was recommended that incident (B)(4) be downgraded to a level 1 complaint using c2573 (resolution not in current literature) and f1123 (incorrect customization setting) and processed per q04.01.001. Assessment: the complaint investigation concluded there was no product deficiency and that the I-stat1 analyzer is meeting specification.

Event description:
On (B)(6) 2016, abbott point of care (apoc) was contacted by a customer regarding I-stat1 analyzers sn (B)(4) using the same customization did not flag a 6.0 k+ the same, sn (B)(4) flagged a 6.0 k+ and sn (B)(4) did not. There was no patient involvement with this event. Return product is not available for investigation. Apoc technical support specialist (tss) assisted the customer per customization art: (B)(4): tss found that the customer was not taking the rounding issue into consideration when she entered the action limits, she had 6.0 as the upper limit. Tss explained to the customer that if she wanted to flag a 6.0 or above she need to enter 5.94 as the upper limit. Customer revised all action limits to take the rounding issue into consideration. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care ((B)(4).